Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14763- device 4 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported tby the patient that ten infusion set was leaking from insertion site due to which hyperglycemia occurs within 2 days of use. High blood glucose level was 400+ mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.